Event description:
The pt has two leads (from the same lot) for off-label use. It was reported the tip of the left lead is protruding and the right lead is causing uncomfortable stimulation. It was also reported the pt underwent surgical intervention on (B)(6) 2012. Further info about the surgical procedure is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.